Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and informed siemens of quality control (qc) issues. Siemens dispatched a customer service engineer to the customer site. The cse checked the wash station, probes, and vacuum, verified the sample probe and reagent pipetting and noted no issue. Siemens is investigating the event.

Event description:
The customer observed discordant falsely elevated cancer antigen (ca 19-9) results for three patients on an atellica im 1600 analyzer and reported the results to the physician(s). The customer used the same samples to perform repeat testing on an alternate atellica analyzer. The repeat results were lower and considered correct, and the customer issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the falsely elevated ca 19-9 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00237 on 19-aug-2022. Additional information (31-oct-2022): siemens determined that on the atellica im 1600 analyzer, the dose recovery of atellica im ca19-9 can shift due to a change of temperature in the upper deck of the instrument, and test results for the ca19-9 assay can be detectable through a negative bias on qc results. The negative bias would not cause a clinically significant change in patient result interpretation and hence would not impact patient management. The wash ring air heater and sensor maintain the upper deck at a range of 31-35° celsius and meet design specifications. The atellica im 1600 analyzer performs as specified, and no further investigation is required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.